Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed motion sensor test failure. Customer's blood glucose was normal and didn't require medical treatment. The device is returning for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder out of phase. The insulin pump had a cracked case on the display window corner and cracked tube lip.